Event description:
It was reported that a minimum fill notification occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer had experienced the issue earlier in the day and resolved it by changing the cartridge.